Event description:
Consumer alleges his chair is a veranda but could not access the serial number. Consumer alleges that his seat upholstery is wearing very thin after a month of having the chair. Consumer alleges he can see the metal frames through the upholstery an it sometimes gets caught on his clothing.